Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b6, h6.

Event description:
Physician reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional, additionally reported, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 d.6b h.6 visual analysis of the photographs identified: ¿ rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician observed "any creases" and "hole in radius edge along bottom edge of implant" during surgery. The device has been explanted, replaced, and discarded.

Event description:
Physician reported left side capsular contracture baker grade iii. Device remains implanted. Physician observed "any creases" and "hole in radius edge along bottom edge of implant" during surgery. The device has been explanted, replaced, and discarded.